Manufacturer narrative:
The reported event that the pointer was showing deep was not duplicated. During device evaluation the device functioned as expected. Based on the reported event and the results of the device inspection, it is likely that the c-arm caused or contributed to the reported event.

Event description:
It was reported that during testing conducted at the user facility the awl was inaccurate by up to 3 mm left to right and 4 mm in depth while in use with a siemens c-arm. The c-arm was reported to have become de-calibrated, but the awl continued to show inaccuracy after re-calibration of the c-arm. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility, the awl was inaccurate by up to 3 mm left to right and 4 mm in depth while in use with a siemens c-arm. The c-arm was reported to have become de-calibrated, but the awl continued to show inaccuracy after re-calibration of the c-arm. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.